Manufacturer narrative:
Investigation: the investigation of the devices was carried out by the aesculap technical service department (ats). The handpiece was manufactured in 2011. No repair is registered in our system. A functional test was performed. After a two minute running test, no overheating could be detected. Room temperature: 22.2 degrees. Temperature increase after two minutes: 1.5 degrees. The tip is slightly deformed and damaged. The ball bearings are not broken. The interior shows slight staining and corrosion. The handpiece is not responsible for the mentioned burnings. Batch history review: the device history files have been checked and found to be according to the specification valid at the time of production. Conclusion and root cause: the stated failure pattern regarding the burning is not attributable to the gd450m handpieces but to the ga176 flexible cables. The failure is most probably user related due to an insufficient maintenance. According to our IFU, maintenance must take place yearly. No CAPA is necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that while using the device, it overheated and burnt a patient. It was suggested that the hand piece was not oiled properly by the sterile service at the facility. All med watch submissions related to this report are: 2916714-2016-00944, 2916714-2016-00945. Components in use listed as concomitant devices are: gd450m / micro-line straight hdpc 1:1 f/2.35x70mm. Ga176 / micro flexible cable 1.8m.